Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the left ventricular lead exhibited high capture thresholds in all vectors and the patient experienced phrenic nerve stimulation. Chest x-ray showed that the lead had dislodged. The lead was replaced.